Manufacturer narrative:
.

Event description:
It was reported that the patient presented to the clinic for a routine follow up. Upon interrogation, the atrial lead exhibited high impedance, intermittent loss of sensing and unacceptable thresholds. The physician elected to reprogram the device and monitor the patient. The patient was asymptomatic.